Event description:
A biomedical engineer reported the system shut down on its own in the middle of a procedure. Following a slight delay, the system was rebooted and the procedure was able to completed with the same system. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).